Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in a hospital. The customer was hospitalized on (B)(6) 2013, a day prior to passing. The caller stated that the cause of death was from a series of diabetes complications, but did not elaborate on the specifics. The caller stated that the customer had neuropathy, asthma, and ruptured disk in his back. The caller did not know the customer's blood glucose at the time of death. The caller stated that the customer was wearing the insulin pump at the time of death. The caller did not know if the customer used sensors or not. The caller stated that they no longer have the customer's insulin pump.